Manufacturer narrative:
(B)(4).the customer responded to carefusion stating that the unit was on a patient at the time of the event. The customer did not state if there was harm or not.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer did not state if the unit was on a patient at the time of the incident. Carefusion has requested this information but has yet to receive a response. Carefusion has yet to receive the device for evaluation. (B)(4).

Event description:
The customer stated that the transducers are drifting, the unit will not calibrate, the unit has unstable volumes in imv (intermittent mechanical ventilation) mode, and is alarming extended high ppeak pressure as well as circuit occlusion.